Manufacturer narrative:
Based on the available information the device will not be returned therefore an evaluation of the device cannot be performed. A review of the device history is not possible because the lot number was not communicated. Should additional information become available, it will be provided in a supplemental report.

Event description:
It was reported that during a primary surgery, the screwdriver tip broke while securing the glenosphere. The broken tip was successfully removed from the glenosphere, resulting in a 5-minute delay. The procedure was completed without any adverse effects on the patient. The broken tip was returned to the manufacturer for evaluation.

Manufacturer narrative:
The reported event that could be confirmed, since the product was returned for evaluation and matches the alleged failure mode. The device inspection revealed the following: the received device shows signs of breakage as evident by appearance. The breakage is concentrated at the drive end. The transverse fracture pattern exhibits that the hexagonal screwdriver was subjected to non-axial application of regular higher torque leading to torsional forces, that leads to excessive stress on the drive ends, which goes past its yield point, and ultimately leads to breakage. Furthermore, a hardness test according to rockwell on the returned item indicates the material being in accordance with the values in the material specification. A review of the device history for the reported lot did not indicate any abnormalities. No corrective actions are required at this time. No indications of material, manufacturing or design related problems were found during the investigation. A review of the labeling did not indicate any abnormalities. Based on investigation the root cause was attributed to user related issue. Most likely the failure was caused due to application of non-axial force. If any further information is provided, the complaint report will be updated.

Event description:
It was reported that during a primary surgery, the screwdriver tip broke while securing the glenosphere. The broken tip was successfully removed from the glenosphere, resulting in a 5-minute delay. The procedure was completed without any adverse effects on the patient. The broken tip was returned to the manufacturer for evaluation.